Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (20 mg/ml at 0.96 mg/day) and bupivacaine (7.5 mg/ml at an unknown dose) via an implanted pump for non-malignant pain. It was reported that the patient had not been getting any drug for the past couple of months and today the healthcare provider (hcp) did a catheter replacement. The caller stated the drug concentration change was done today and a decrease in daily dose. It was discussed bridging the internal pump tubing portion. The catheter and catheter access port (cap) were cleared.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 25-jul-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the facility did not disclose what the patient's weight was. The patient and the doctor were the initial reporters on the day of the surgery. It was reported that the catheter replacement resolved the event. It was further reported that the explanted catheter was no returned. The doctor cut the catheter multiple times trying to find the product. The catheter was not in a good condition to return and the scrub tech threw out the cut up catheter pieces.